Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
Synergy china registry. It was reported that angina pectoris occurred. In (B)(6) 2019, the subject presented with stable angina (canadian cardiovascular society classification 2) and myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) with 100% stenosis was 33 mm long and a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.50 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Nine days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with angina pectoris and was hospitalized for further treatment. At the time of event, the subject was on aspirin and ticagrelor. Medication was given to treat the event. Six days later, the event was considered to be recovered/resolved and the subject was discharged.